Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller states that the inform base unit shows signs of an electrical short. Part of the connector port plastic appears to have been melted. Caller verified that the meter docked in the base did not show signs of an electrical short. Requested return of suspect device and replacement was sent.